Event description:
A customer reported a media evaporation / dried vial with a cyclesure 24 biological indicator (bi) after incubation. The concomitant load was released for use. The sterrad 100s cycle print out and the result of ci were without problem. There was no injury or harm associated with the issue. This event is reported to the FDA for user error. An item from the load was released and used on a patient before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4): load not recalled and media evaporation.

Manufacturer narrative:
Sex is unknown. Manufacturer date: 07/26/2013. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. ¿ the DHR (device history record) was reviewed. No anomalies were observed that would contribute to a media evaporation. ¿ trending analysis for the product code of ''media evaporation" was reviewed from november 2012 through october 2013. There was no significant trend observed. ¿ trending analysis for the product code of ''load not recalled' was reviewed from november 2013 through october 2013. The risk is categorized into "as low as reasonably practicable". ¿ trending analysis by lot number was reviewed from july 26, 2013 to october 21, 2013. This was an isolated incident. ¿ the fmea (failure mode and effects analysis) was reviewed and indicates that the rpn for flaws leading to media evaporation is at an acceptable level. ¿ the hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. ¿ the hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a media evaporation. The risk is considered low per the medical review. Cyclesure® retains bis testing is not required since the assignable cause has already been identified as a manufacturing-related and the bounding includes this lot. Two bis were returned for evaluation (the suspected positive bi and the concomitant positive control). ¿ cyclesure® suspected positive bi ¿ the outer vial mould of this bi is #6. The cap is completely depressed and there are no punctures in the tyvek® liner that would contribute to evaporation. The returned positive bi was absent of fluid; therefore, the positive bi result could not be confirmed, the internal components are stained purple. The ci disc is golden in color, indicative of peroxide exposure. ¿ cyclesure® positive control ¿ the ci disc is reddish. There is minimal media remaining, wherein only the only media remaining coats the spore disc. It is a yellow color which is expected for a positive growth control. A single spore disc is present. There were no anomalies observed. The assignable cause analysis of the code 'media evaporation' was confirmed and has been attributed to an uneven wear of the supplier's mould for cyclesure® outer vials. Excessive wear in certain mould cavities cause turbulence at the gate, occasionally trapping an air bubble that is open to the inside of the vial. If the bubble is close enough to the gate, the material that pulls out of the gate area ends up breaking through to the bubble causing a hole through the vial. Evaluation of the returned suspect bi confirmed that the outer vial was manufactured with mould #6, which falls into the bounding. Appropriate action has already been taken to address the manufacturing defect, including corrective action and a field safety notification. The field safety notification was sent to customers on 11/26/2013, which was after this complaint was reported. The customers were advised as follows: "asp has identified a microscopic intermittent and low frequency flaw in the outer vial ... The flaw can be a crack or pinholes in the product's vial. The pinholes may allow the media in the biological indicator vial to evaporate or leak after activating the media ampoule." The assignable cause analysis of the code 'load not recalled'references the product IFU which states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release. A customer letter has been sent summarizing the field action notification, as well as advising the customer to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s), and to thereafter repeat the test with a second sterrad® cyclesure® 24.